Event description:
Patient had a history of bilateral knee replacements. Approximately 9 months ago, patient fell and fractured her right distal femur above the total knee replacement. At that time it was decided to use a synthes locking distal condylar plate for repair. Approximately six months ago the patient's xrays revealed "ap (anterior-posterior) and lateral views of the right femur and ap lateral and sunrise views of her bilateral knees reveals the fracture to be in good alignment with evidence of osseous consolidation. Her bilateral knee implants are in good position." The patient was encouraged to weight bear as tolerated. One month ago patient became unable to ambulate due to pain. Imaging showed "ap, lateral views of the femur: progressive failure of construct with screw loosening and plate failure. CT obtained: nonunion confirmed to the distal femur, total knee prosthesis appears well fixed." Patient returned to surgery for removal of hardware including broken screws and repair of distal femur nonunion with intramedullary nailing and placement of a distal femoral plate.